Manufacturer narrative:
(B)(4). This information was omitted on follow-up MDR (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a check heater line alarm, which occurred on the homechoice (hc) during fill 1. The home patient (hp) stated he was in fill 1 and received the alarm. The hp noticed that there was air in the patient line. The hp was trying to end therapy so he could start over with new supplies, but could not find the end therapy option in the menu. The tsr walked the hp through ending therapy early procedure. No patient injury or medical intervention was reported at the time of the initial report. The problem was resolved over the phone and a swap of the device was not required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should a sample become available, a follow-up report will be submitted upon completion of the evaluation.